Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Currents were in specification. No blank display or damage to the lcd board noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that a couple of weeks back the buttons were not responding. She changed the battery and the buttons started to work. The customer stated that the night prior to calling, she had the same issue with the buttons but when changing the battery, the display would not come on. Blood glucose value was 202 mg/dl. The customer was calling back with a blank display after resetting the device. She was instructed to remove the battery for 5 seconds and insert new battery; the display did not return. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and the customer returned the product for analysis.